Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. This ra lead was explanted and replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that this right atrial (ra) lead was explanted due to a high and rising threshold that was going to drain the battery. Additionally, there was no associated patient anomaly from the lead having a high threshold.